Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# : (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #:(B)(4), ubd: 10-jul-2012, UDI#: (B)(4), product ID: 3776-60, serial/lot #: (B)(4), ubd: 10-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative (rep) and healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient fell and thinks her leads moved. Nothing has been done yet, but the patient is being sent for x-rays. It was also noted the patient has platelet-rich plasma (prp). No further complications were reported. No patient symptoms were reported.